Manufacturer narrative:
The lead was returned due to infection. A partial lead was returned in one piece. Electrical testing did not find an anomalies. Visual inspection found multiple external abrasions exposing the outer coil due to friction between the lead and can.

Manufacturer narrative:
Correction to analysis conclusion statement. The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found multiple external abrasions exposing the outer coil due to friction between the lead and can.

Event description:
Related manufacturer reference number: 2017865-2021-40451. It was reported that the patient presented in clinic for infection. The right ventricular (rv) and right atrial (ra) leads were explanted. The rv lead had a helix retraction issue. The patient was stable.